Manufacturer narrative:
Additional information: the sets were being tested with microclave adaptors (non-baxter product). No further detail was provided. (B)(6). Two devices were received for evaluation, out of pouch and fully primed. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Both samples were functionally tested for leaks. The microclave adaptors (non-baxter) were manually connected to the female luer of the extension sets. The sets were then checked for leaks by attaching a 10ml syringe filled with distilled water to the adaptor device and manually activating the syringe plunger injecting the water simulating head pressure. No leakage was noted during this procedure. The sets were then set aside for a period of 72 hours with the adaptors attached. The test procedure was then repeated. Results: no leaks were noted. An additional mincroclave adaptor was then attached to the male luer of the extension sets. This setup was set aside for a period of 72 hours. The test procedure was then again repeated. Results: no leaks were noted at the male or female connection sites. Additionally: both female luers were iso gauged and were found to be in compliance. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified number of non-dehp micro-volume extension sets leaked from an unspecified location. The issue was identified while testing for leaks with a non-baxter adaptor. There was no patient involvement as the sets were used for testing purposes. No additional information is available.